Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments in (B)(6) 2021 to the upper and lower abdomen and flanks and may have developed paradoxical adipose hyperplasia. The patient looks noticeably larger and weight is the same.

Manufacturer narrative:
Corrected data.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments on (B)(6) 2021 to the upper and lower abdomen and flanks and may have developed paradoxical adipose hyperplasia. The patient looks noticeably larger and weight is the same.